Event description:
Attempted to use the covidien monojet blood collection/infusion set (ref-8881225390) for drawing labs and the blood started leaking from connection with the needle. You could hear air being sucked back in. This happened with 2 different ones and caused the patient to require 2 needle sticks to get correct labs. Both collection sets were from the same lot.